Event description:
Additional information received indicated that the original purpose of the procedure was to implant a device. The patient was asymptomatic.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the tip of the right ventricular lead was observed to be bent during a procedure. The physician exchanged the lead. The patient was discharged post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.